Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were experienced during evaluation and are considered confirmed. During the evaluation, it was observed that the upstream sensor flex pins had cracks, which have been known to contribute to false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.